Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened (escape and act ) button dome switch (no crease). No unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify audio/vibrate anomaly due to buttons not responding.

Event description:
The customer reported via phone call that the insulin pump was not vibrating. The customer¿s blood glucose was unknown. The customer stated that he got home today and ran the self test complete and was not get an error message, insulin pump was not vibrating. The insulin pump was neither beeping nor vibrating currently. The customer was assisted in performing a self test. Insulin pump did not vibrate during the vibrate test. The customer was advised the insulin pump will need to be replaced and refer to backup plan. The insulin pump was returned for analysis.